Manufacturer narrative:
Additional information has been received which was not included with the initial report. The additional information has been reported with this report. No display anomalies noted during testing. The insulin pump passed displacement test and selftest.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had yellowish screen. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.